Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix was slightly extended from the lead tip and bent when the physician withdrew the lead for inspection during the implant procedure after sensing unusual feelings and checking fluoroscopy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the helix extended and bent. If information is provided in the future, a supplemental report will be issued.